Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbc3d1 ICD implanted: (B)(6) 2014 this device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient suffered from sepsis and endocarditis. The device system was explanted, but the patient continued to suffer from multiple organ dysfunction and later died. The cause of death was reported as renal failure.